Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10892148.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed migration of one lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
Patient's weight is estimated. E1 - initial reporter updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates both leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the l4 lead was explanted and the l3 lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.